Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. As a result of checking the log, it confirmed that there was a record of error code 1720 occurred when the pump powered on. Functional testing was performed, and the cause was identified to a defective back up capacitor. The back up capacitor was replaced.

Event description:
It was reported that the error code 1720 occurred. There was patient involvement and unknown patient harm/adverse event reported.